Manufacturer narrative:
H4: the lot was manufactured from june 26, 2020 - june 29, 2020. H10: the device was received for evaluation. Unaided eye visual inspection was performed which observed a tear at the lower left side edge of the bag. Functional testing was performed which revealed a leak at the affected area. Additional magnified inspection verified a tear/hole where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the bottom right side of the bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.